Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications. One cylinder had a hole in the outer layer that was the result of a sharp instrument that probably occurred during removal.